Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated the instrument was reprocessed per the user manual, before sending the device in. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "-inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function." Olympus will continue to monitor field performance for this device.

Event description:
Additional information supplied by the customer: there was no damage or infection to the patient or operator. The problem occurred before, at the time of testing. The instrument was not used on the patient. The returned device was reprocessed before returning to the repair center.

Manufacturer narrative:
B5: additional information.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified, during the device evaluation: switch box had a scratch, air and water cylinder had discoloration, suction cylinder had discoloration, label on scope connector was damaged, due to the nozzle clogging; amount of water contact did not meet the standard value. Due to clogging of nozzle; no water was fed. Due to wear of angle wire; bending angle in up direction did not meet the standard value. Adhesive around objective lens and the light guide lens had a stain, adhesive on distal sheath was detached, and the universal cord had a wrinkle. The scope connector label was detached, the distal sheath adhesive was cracked, and the objective lens and the light guide lens adhesives were worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that, during preparation for a procedure. The evis exera iii gastrointestinal videoscope had a problem with the aspiration system. The intended procedure was completed successfully with a similar device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted, that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. The dark foreign material resembled silicon or glue. And it was not possible to remove it. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.